Manufacturer narrative:
Siemens has requested additional information for investigation multiple times and the customer has declined to provide the information. This includes a stated event report, paz and r1 files and patient printouts. The customer stated there were multiple reagent errors. Without the log files, an investigation will not be able to be performed. The cause of this event is unknown.

Event description:
The customer reported discrepant low pco2 results run on an rp 500 instrument when compared to another rp 500 instrument. There was no report of injury due to this event.